Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead had warnings for high impedance and confirmed fractures. The leads were reprogrammed. No patient complications have been reported as a result of this event.